Manufacturer narrative:
The user interface (ui) assembly was returned to the manufacturer for failure analysis. Visual inspection of the part revealed no anomalies. The customer complaint was not verified. There was no fault found.

Manufacturer narrative:
It was reported that the touch screen was replaced; functional tests were performed with positive outcome. The pulmonary ventilator is ready for clinical use.

Event description:
It was reported to philips that the touch screen of the ventilator does not work. The device was not in use at the time of the event. There was no patient or user harm reported. Per the diagnostics performed by the engineer, the touchscreen was not working. Further information is pending.

Manufacturer narrative:
(B)(6).